Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a software issue. A technical service specialist verified the situation and arranged for a server reboot to address the problem. The system functioned as intended after the technical service specialist resolved the issue.

Event description:
It was reported that when using the pyxis medstation es system, the device was not functioning properly and was unable to establish communication. A customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.